Event description:
It was reported that the balloon ruptured and the catheter tip came off in the vessel during a dialysis shunt graft de-clot procedure. Attempts were unsuccessful in retrieving the broken tip from the pt's vessel. No pt permanent injury report.